Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 360 mg/dl with ketones. Reportedly, the customer required assistance address the elevated bg by a nurse. The customer was treated with a manual injection of insulin to address the bg. The customer reverted to an alternate method of insulin therapy.